Event description:
It was reported to medtronic neurosurgery that a lumbar catheter fragment about 5 cm long had sheared off and was retained in the pt fragment upon removal of the device. According to the report, a second surgery was performed to remove the catheter fragment with no complications.

Manufacturer narrative:
The device was not returned to the MFR. Therefore, an eval of the device was not possible. The instructions for use that accompany the device caution that low tear strength is a characteristic of most unreinforced silicone elastomer materials. Care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks or tears. The instructions for use also caution that the catheter should never be withdrawn through the tuohy needle in order to avoid possible transection of the catheter. If the catheter needs to be withdrawn, the tuohy needle and catheter (with guidewire if used) must be removed simultaneously. A review of the mfg records was not possible as no lot number was provided.